Event description:
It was reported that a patient had a implantable neurostimulator (ins) device that started heating up after 20 minutes. Unable to follow up with the contact information provided, hence no additional information was able to be obtained

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).